Event description:
It was reported that the usb cable melted to the usb port. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.